Manufacturer narrative:
(B)(4). The css explained to the rn that this indicated that there was mostly likely a leak present. The css walked the perfusionist through a leak test. They wanted to check the pump first and it passed the leak test. The css had them then clamp the gas tubing proximal to the quick connect on the iab. The perfusionist ran the pump like this for a couple of minutes and the baseline remained stable with no indication of helium loss. The css explained to the perfusionist that this was an indication that the iab had most likely ruptured and the recommendation at this point was to remove the iab. The perfusionist stated that he would call the md. The css requested that they save the iab for return when removed. The perfusionist thanked the css for the help. At 2240 mst, the css called back to follow up with the rn. The rn stated that the alarms have stopped since they last spoke. The pump is providing good support for the patient. The rn had spoken with the md and the md does not want to remove the iab at this time. The css recommended that they watch closely for any blood to appear in the gas tubing. The css asked if there is anything else that she could assist with and encouraged the rn to call again if needed. There was no report of patient death, complications or injury. No medical/surgical intervention was required. No delay or intervention was required. The patient outcome during the call was unchanged. An update received on 12/13/2012 per a phone conversation with the nurse manager of the cardiovascular department stated that they continued iabp therapy, but continued to receive many more helium alarms losses. There was never any blood observed within the helium tubing. The perfusionist changed out the helium tank and within 3 hours, it was already 1/4 down. As a result, when the patient went on to surgery on (B)(6) 2012, the iab and sheath were removed successfully. A new iab and sheath were inserted successfully via the same insertion site. The rn did not know if they used the same or a different insertion site. Additional information received on 12/14/2012 by a rn from the cardiovascular unit stated they used the same insertion site with the second iab. The patient is doing okay and the iab has since been discontinued. Follow-up report will be filed if additional information becomes available.

Event description:
It was reported via a call from the cardiovascular department rn to the clinical support specialist (css) at 2025 mst that there were helium alarms. The intra-aortic balloon (iab) was inserted through the sheath via femoral without issues approximately 10 hours earlier. The rn stated that the pump has started to alarm more and more frequently for helium loss. The rn stated that the patient was having some issues with arrhythmias earlier, but that is much better. The patient is now very stable, but the alarms have continued to increase in frequency. The rn stated that there does not appear to be any kinking in the line and repositioning the patient has not changed anything. The rn also stated that the perfusionist is at the bedside. The css first verified that there is no blood present in the gas tubing. The css then had the rn describe the bpw (balloon pressure waveform) appearance. There is a normal plateau with no sloping or widened inflation artifact. There is no widened deflation artifact. The baseline does not return back above zero; the baseline is gradually lower and lower.

Manufacturer narrative:
Manufacturer control no (B)(4). Device evaluation: the iab assembly was returned with a teflon sheath with sidearm and three-way stopcock on the catheter. The sheath was located approximately 32.6cm from the iab distal tip. The catheter, sheath, and central lumen were bent at approximately 36.2cm from the iab distal tip. The sheath was relocated and the bend was examined. The oneway valve was missing from the iab and not returned. The fos connector and cal key were examined and tested. No visual or functional defects were noted. An in house 0.025in spring wire guide (swg) was back loaded through the iab distal tip and met resistance at approximately 36cm from the tip. The swg passed the resistance and the location is consistent with the bend noted above. The bend is most consistent with the efforts of iab removal. The iab was submerged in water and pressurized. The bladder inflated and no leaks were detected in the bladder, catheter, or central lumen. The iab was inserted into the "t" tube. The iab was pumped for a minimum of 5 minutes. The bladder did inflate properly with each beat. A clinician was consulted to examine the balloon pressure waveform and it was determined that the balloon was inflating properly. Strips were generated and attached to the report. Pumping was again initiated and ran without alarms for greater than 60 minutes. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the report of a suspected leak in the catheter could not be confirmed. A bend in the central lumen is identified but it is most consistent with damage induced during removal. The cause of the bend is undetermined. There were no leaks detected in the catheter or balloon. The pump strips generated in the lab were normal.

Event description:
It was reported via a call from the cardiovascular department rn to the clinical support specialist (css) at 2025 mst that there were helium alarms. The intra-aortic balloon (iab) was inserted through the sheath via femoral without issues approximately 10 hours earlier. The rn stated that the pump has started to alarm more and more frequently for helium loss. The rn stated that the patient was having some issues with arrhythmias earlier, but that is much better. The patient is now very stable, but the alarms have continued to increase in frequency. The rn t stated that there does not appear to be any kinking in the line and m repositioning the patient has not changed anything. The rn also stated that the perfusionist is at the bedside. The css first verified that there is no blood present in the gas tubing. The css then had the rn describe the bpw (balloon pressure waveform) appearance. There is a normal plateau with no sloping or widened inflation artifact. There is no widened deflation artifact. The baseline does not return back above zero, the an baseline is gradually lower and lower. The css explained to the rn that this indicated that there was most likely a leak present. The css walked the perfusionist through a leak test. They wanted to check the pump first and it passed the leak test. The css had them then clamp the gas tubing proximal to the quick connect on the iab. The perfusionist ran the pump like this for a couple of minutes and the baseline remained stable with no indication of helium loss. The css explained to the perfusionist that this was an indication that the lab had most likely ruptured and the recommendation at this point was to remove the iab. The perfusionist stated that he would call the md. The css requested that they save the ab for return when removed. The perfusionist thanked the css for the help. At 2240 mst the css called back to follow up with the rn. The rn stated that the alarms have stopped since they last spoke. The pump is providing good support for the patient. The rn had spoken with the md and the md does not want to remove the iab at this time. The css recommended that they watch closely for any blood to appear in the gas tubing. The css asked if there is anything else that she could assist with and encouraged the rn to call again if needed. There was no report of patient death, complications or injury. No medical/surgical intervention was required. No delay or intervention was required. The patient outcome during the call was unchanged. An update received on 13dec2012 per a phone conversation with the nurse manager of the cardiovascular department stated that they continued iabp therapy but continued to receive many more helium alarms losses. There was never any blood observed within the helium tubing the perfusionist changed out the helium tank and within 3 hours it was already 1/4 down. As a result, when the patient went on to surgery on (B)(6) 2012 the iab and sheath were removed successfully. A new iab and sheath were inserted successfully via the same insertion site. The rn did not know if they used the same or a different insertion site. Additional information received on 14dec2012 by an rn from the cardiovascular unit stated they used the same insertion site with the second iab. The patient is doing okay and the iab has since been discontinued.